Manufacturer narrative:
The lens was returned for evaluation in a specimen. Solution is dried on the lens. One haptic is broken. The lens is in two pieces. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. The observed damage is most likely due to the explant procedure. The 24.0 diopter lens was exchanged for a 23.0 diopter lens of the same model. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome that caused blurry vision. The lens was exchanged for another lens of same model but less power. Addtional information was requested.